Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image on monitor screen from dvi output due to faulty dp and dx boards. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a faulty printed circuit board. Additional findings were dust inside the unit. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that during maintenance of evis exera iii video system center, the device had no image from the digital visual interface signal (dvi) ¿ the port was not working. There was no patient involvement.